Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 0, with no notable events occurring before the issues. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump.